Event description:
Posterior lumbar fusion surgery performed for spondylolithesis with bilateral pedicle screw augmentation at l4, l5, and s1. Post-operative follow up x-rays identified that the rod was not connected to the l4 multi-axial screw on the left side of the construct, and the set screw was not engaged to the multi-axial screw at s1 on the right side of the construct. The patient was asymptomatic through the date of revision. A revision surgery was performed to replace the set screw at s1 and multi-axial screw at l4.